Event description:
It was reported that stent recoil and migration occurred. A 8.0-21 carotid wallstent was implanted in the target lesion. However, post-deployment, it was noted that the stent recoiled and fell down the artery, staying in the bulb. Another same size carotid wallstent was used and successfully treated the target lesion. No patient complications were reported and the patient's status was stable.